Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) from (B)(4) alleging that their onetouch verio iq meter was prompting an error 4 message. Per the onetouch verio iq user guide this message prompts when there is a strip fill problem. The patient did not allege any harm or injury because of the reported issue. He alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. This complaint is being ruled out as an adverse event because there is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury. However, the alleged issue is being reported as a malfunction because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4):previous report indicated an evaluation result code=209 for the returned meter. Correct evaluation result code should be=637 with an evaluation conclusion code=71. Investigation confirmed the alleged error message in the meter's error log; however, the error message was not reproducible during testing.

Manufacturer narrative:
Follow-up # 1 (11/06/2012)-device evaluation: the products involved with this complaint have been returned on and evaluated by product analysis (pa) respectively on (B)(4) 2012 and (B)(4) 2012 with the following findings: the meter was evaluated with control solution and no error message was observed; the alleged error 4 issue was not reproduced. The test strips also passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on [(B)(6) 2012] with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.